Event description:
During baxter's functionality testing of a spectrum pump, the device displayed sys error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Eval confirmed and reproduced the sys error 105 that was identified during functionality testing. Eval used a known good motor to attempt to clear the sys error, which proved to the ineffective. The device was rec'd with case halves separated exposing all esd sensitive components. Due to esd exposure, further investigation into the sys error 105 was unable to be completed and cause could not be determined. The device could not be reasonably repaired and was removed from svc.